Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient smelled an electrical odor coming from a homechoice device. This occurred during priming of peritoneal dialysis therapy. The technical service representative advised the patient to complete therapy by using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. A review of the event history log was performed and there was an internal and external visual inspection performed; there were no issues were noted. The homechoice device received a returned instrument testing evaluation (rite) electrical and functional testing; the device was determined to meet performance specification requirements per rite testing. Simulated therapy was run without issue. A service history record review was performed and revealed no issues that could have caused or contributed to the reported issue. Upon conclusion of the investigation, the reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.